Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device triggers were sticking, the wire insulation on electronic control unit was damaged, the electric motor did not function and the bearings, o-rings and trigger components were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary surgical procedure for a tibia fracture on a canine, it was observed that the small battery drive device was unresponsive after the trigger on the device was pulled to drill pilot holes for screws. According to the report, the device was used initially to drill a couple of the pilot holes and was placed on the surgical table so the depth and dimension for the screws could be measured. It was further reported that the battery device and battery casing device were replaced in the device as it was unresponsive; however, the device yielded the same results when the trigger was pulled. A spare small battery drive device was used to complete the surgery successfully but caused a delay of about two minutes or less to retrieve it. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.